Event description:
It was reported: "this insert was removed approximately one year after implantation during a procedure to fix an injured medical collateral ligament which failed previous nonoperative therapy but which did not effect the well fixed and aligned components of the patient's total knee replacement. Dr. Kelly's decision to remove and replace the tibial insert during this procedure was based on visible discoloration on the femoral contact side of the insert.